Event description:
Customer reported she experienced high blood glucose of 600 mg/dl. Customer stated that the night prior to the call she changed her infusion set and her blood glucose climbed overnight; she treated with insulin pen in the morning. Customer stated she did not receive any alarms. Customer was at work and unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.